Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the b button on the insulin pump wasn't responding. The customer stated he had to press the button a few times for it to respond. The customer had woken up with high blood glucose of 575 mg/dl, treated with the device. Troubleshooting was performed for the keypad anomaly. The customer's blood glucose was 81 mg/dl. He didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. She might return the device for analysis.